Event description:
A surgeon reported that a pt had an unexpected postoperative outcome with over corrected astigmatism following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who indicated he is considering a possible iol exchange or a photorefractive keratectomy procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).